Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, specifically during pullback, the device failed to display an image. It was also noted that air could not be removed during preparation and flushing. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Investigation results: media analysis findings: media returned by the customer was inspected and showed no image. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established following a review of the reported events details, available information, and product record review. The device was not returned for analysis, limiting further assessment.